Event description:
It was reported that there was distal screw failure with patient complications. In a follow up email, it was reported that the damage was to the bottom screw of a construct from t3 to lumbar. The locking cap became disassociated from the head of the screw, thus the need for the revision surgery.

Manufacturer narrative:
In a follow up email, it was reported that the damage was to the bottowm screw of a construct from t3 to lumbar. The locking cap became disassociated from the head of the screw, thus the need for the revision surgery.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Analysis of the returned device shows that macroscopic and optical examination did not identify thread crest or flank damage; suggesting proper alignment of mas head and set screw during construct assembly. The set screw rod interface nipple height and morphology are consistent with fully tightened set screw. Rod interface surface of set screw displays numerous witness marks emanating from the center, consistent with cyclic rod movement during screw backout. Witness marks on the returned mas head suggest possible cyclic impact of rod. Inconclusive; unable to determine root cause from the available information.

Event description:
It was reported that there was distal screw failure with patient complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.